Event description:
It was reported that the cust had a sensor glucose versus blood glucose differences on the insulin pump. The customer blood glucose level was 90 mg/dl. The customer stated that the meter and the insulin pump commuicated and shut off her sensor. The customer was not home to troubleshoot. The custoemr was to contact 24 hour help line next time sha has any issues so that we can troublshoot, document and replace the sensor if necessary.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.